Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer did not see any errors in the error log. The siemens customer service engineer (cse) was dispatched to the site. The cse performed a total service call. The cse inspected and cleaned the luminometer. The cse inspected the wash station and verified port dispenses and aspirations. The cse replaced the gray peri-pump tubing and inspected the probe, syringes, pump, tubing and fittings. The cse ran precision testing and quality controls, which were within acceptable range. A siemens headquarters support center (hsc) specialist reviewed the service report and determined that the potential causes of the discordant, falsely low tni-ultra result could be due to acid/base dispense issues, bleach contamination, luminometer issues or low incubation ring temperatures. The cause of the discordant, falsely low tni-ultra result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low cardiac troponin-I (tni-ultra) result was obtained on a patient sample upon repeat testing on an advia centaur cp instrument. The sample was initially tested on the same instrument, resulting higher. The sample was repeated twice on the same instrument, resulting falsely low upon first repeat run and higher upon second repeat run. The discordant, falsely low result was reported to the physician(s). The second repeat result matched the initial tni-ultra value and was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequence(s) due to the discordant, falsely low tni-ultra result.